Event description:
It was reported that during insertion of the intra aortic balloon, resistance was encountered. When the user attempted to remove the spring wire guide, it became caught on the catheter's central lumen. The intra aortic balloon and spring wire guide were removed as a unit, and a second intra aortic balloon was placed without complications.